Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segments that contains the crimp was missing from the clevis. The clevis did not exhibit excessive damage. An additional observation not reported by the customer was main tube damage. Engineering found scratches throughout the main tube. Evidence not conclusive, but main tube scratches are likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction and main tube scratches if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon identified a broken cable on the tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.